Event description:
It was reported before using the bd vacutainer® blood transfer device holder there was black dot foreign matter on the product. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® blood transfer device holder there was black dot foreign matter on the product. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received, 1 photo for investigation. The photo was reviewed and the indicated failure mode of foreign matter was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to a packaging jam problem. The investigation determined that current controls are adequate to mitigate risks associated with the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.